Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, a field service engineer (fse) followed up over-the-phone to resolve the reported complaint. Customer reported the cup sensor wire popped out of notch on the test cup detector arm. Fse had the customer snap the test cup detection arm back to the rotator on the switch. Customer then ran quality controls (qc) and the instrument was performing within specifications. No further action required by the fse. A 13-month complaint history review and service history review for serial number (B)(4) from 11-oct-2016 through (B)(6) 2017 for similar complaints was performed. There were no other complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: other error messages, indicates that a 54 is generated for a variety of situations for non-detection of: specimen tubes, assay requests, barcode, and priority racks. The solution suggested for the user to re-assay after checking identifications (ids) of the priority rack, the specimen, bar code, beltline specimen ID, the position of the specimen, test file of the analyte of the assay, and the setting method of the priority rack. The most probable cause of the reported event was due to a cup sensor wire popped out of notch.

Event description:
On (B)(6) 2017 a customer reported getting error a 54 on the aia-2000 where the instrument is skipping sample cups while running quality control (qc). The customer reported rebooting, which did not resolve the issue. Customer is unable to run patient samples on progesterone (prog), estradiol (e2), follicle stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog, e2, fsh, and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H10. Corrected data in both sections event and device evaluated by MFR. , the fse dispatched date was (B)(6)2017 and 13-nov-2017. The corrected date is (B)(6)2017. Catalog number: the aia-2000st catalog number was 022101. The corrected catalog number for aia-2000st is 022100.

Event description:
N/a